Manufacturer narrative:
This customer reported a failure to discharge. The involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported a failure to discharge the involved patient died. At this time, there has been no determination as to whether the device was a factor in the reported death of the patient.